Event description:
A zoll pt service rep (psr) called zoll customer support to report that a (B)(6) male pt's battery pack was not holding a charge. The pt was issued a replacement battery pack and battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (battery not holding charge) has been confirmed. Upon eval, corrosion was discovered on the battery charger connector and the battery charger pca board. The root cause for the corrosion could not be positively identified but was likely ingress of an unk liquid. Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) was confirmed. Upon investigation corrosion was discovered on the battery pca board. The root cause for the corrosion was ingress of an unk liquid. No adverse event resulted from the corroded battery charger and battery pack. The pt received a replacement battery and battery charger. Device manufacture date: battery charger sn (B)(4). Battery pack sn (B)(4) manufactured 01/2009.